Manufacturer narrative:
Investigation result: the device was available for investigation. Visual investigation: both set screws showing slight wear on the bottom and damaged threads. We made a visual inspection of both screws. In the first step we investigated the hexagon of screw "a". The hexagon is in a proper condition. In the next step we investigated the bottom of the screw "a". Here we found the typically circular wear of a not proper tightened screw, respectively a screw who was tightened over a not correct placed rod. After that we checked the thread of "a". The thread is partially sheared off. In the next step we investigated the hexagon of screw "b". The hexagon shows damages at its flanks. Then we investigated the bottom of screw "b". Here we found different little scratches additional to the typically circular wear of a not proper tightened screw, respectively a screw who was tightened over a not correct placed rod. At last we checked the thread of screw "b". Here we found the initially thread damaged . Batch history review: the device history records have been checked for all available lot numbers and found to be according to the specification, valid at the time of production. There are two similar complaints against the same lot number(s). The current failure rate is within the risk analysis and therefore acceptable. Conclusion and root cause: there is no indication for a material defect or manufacturing failure on the basis of the device history records. Measures: based on the investigations and results of the (B)(4) report no CAPA is necessary.

Manufacturer narrative:
If additional information, or investigation results become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with s4 set screw new version. According to the complaint description, the product thread slipped when locking the screw. It occurred during surgery, and the procedure was delayed for about 10 minutes. The malfunction had minimal impact to the patient; the screw was removed and replaced with another device. Additional information was not provided nor available. The adverse event / malfunction is filed under aag reference (B)(4).